Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 60ml e/t had a deformed stopper. The following information was provided by the initial reporter: "50 cc empty needle body splits a punch arc".

Event description:
It was reported that syringe 60ml e/t had a deformed stopper. The following information was provided by the initial reporter: "50 cc empty needle body splits a punch arc".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-07. Investigation summary: one photo and one sample was provided to our quality team for investigation. Upon visual inspection, the barrel is observed to have a transversal cut. A device history record review found no non-conformances associated with this issue during production of lot 2007081, however, a daily incident report did detect an issue in the packaging machine which can be related to the observed damage. During the packaging process, a maladjustment of the transversal blade which separates the blisters into strips was detected. As a result of the maladjustment, damage to the barrel can occur, the blades cutting in the incorrect location. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Given there was no damage to the packaging, it was determined the damaged packaging was identified during manufacturing and the device was reprocessed and repackaged, however, the damage on the barrel was not observed before repackaging; therefore the product was not properly discarded. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.